Event description:
The prowler plus 150/50/20cm 2mb (6062510x/16048716) was defective before use on patient, no other information provided. There is no further information on the details and location of the defect. The device will be forwarded on receipt. The procedure was completed with a same/like product (details unknown). It is unknown how long the procedure was delayed as a result of the difficulties encountered with the device. No adverse event occurred. The product was stored according to labeling instructions. No vessel code information provided.

Manufacturer narrative:
The prowler plus 150/50/20cm 2mb (6062510x/16048716) was defective before use on patient, no other information provided. There is no further information on the details and location of the defect. The device will be forwarded on receipt. The procedure was completed with a same/like product (details unknown). It is unknown how long the procedure was delayed as a result of the difficulties encountered with the device. No adverse event occurred. The product was stored according to labeling instructions. No vessel code information provided. A non-sterile prowler plus 150/50/20cm 2mb microcatheter was received coiled inside of a plastic bag in its original box. Residues of dry saline solution were found on the hub and in the body of microcatheter. The hub was found cracked; the body of the microcatheter was inspected and it was found kinked. The microcatheter was inspected under microscope; the hub was found cracked. A kink was found on the body of microcatheter. The inside of the distal end tip was found obstructed with residues of dry saline solution. The luer taper of hub was measured and was found within specification. The functional test was performed. The microcatheter received was tried to flushing using a lab sample syringe (nipro) but was not possible since the water was not came out from the distal end tip of the microcatheter due to obstructed of device with residues of dry saline solution. The microcatheter started to leak due to the crack found on the hub. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿catheter (body/shaft) - damaged¿ was confirmed during the analysis. The condition of the hub cracked apparently was caused by applying excessive force from an external mechanic source. The manufacturing process was evaluated and it does not have operations where an excessive force is applied to the product. The defects found could not be related to the manufacturing process and procedural factors appear have contributed to have these damages, however it could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures from leaving the facility. Therefore no corrective action will be taken at this time. This is an initial/final report.